Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the that when finishing up the procedure and pulling the wire from the balloon, the shear coating came off of the wire and was left inside of the balloon. The material coating had to be retrieved from the balloon. The patient was reported to be in good condition. It was reported that the procedure outcome was fine. Additional information was received on 9/26/18. The procedure performed was a coronary stent.

Manufacturer narrative:
This report is being reported as follow up no. 1 to provide the completed evaluation results and 4) to state that based on the device return evaluation, it was determined that no coating came of the reported device, and this report has been determined not FDA reportable. The actual run through ns sample and a transparent sheet-like substance were returned for evaluation. Magnifying inspection revealed no anomaly, such as sheared ptfe coat, on the uncoiled shaft segment. The transparent sheet-like substance does not present the same color as that of the ptfe coat used on the run through ns product. The transparent sheet-like substance was found to have cyclical diagonal streak pattern on the surface. Ft-ir analysis of the transparent sheet-like substance revealed that it consists of ptfe but with a spectre which differs from that of the ptfe coat used on the run through ns product. During the above inspection, the uncoiled ptfe-coated shaft segment of the actual sample was found to be intact. It was also found that the questioned transparent sheet-like substance was not originated from ptfe coat used on the run through ns product. It is likely that the substance is a part of the device that was used in combination with the reported run through ns device.